Event description:
It was reported that the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod for less than 1 hour. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen) as they did not feel the pinch of the cannula at deployment. When the pod was removed, the patient reported that the cannula appeared to have retracted back into the pod as it was only slightly visible. As treatment, a new pod was placed. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.